Event description:
A report was received that the patient was experiencing tenderness over the ipg site and left lower back over anchor site. The patient was given fentanyl patch to decrease pain.

Event description:
A report was received that the patient was experiencing tenderness over the ipg site and left lower back over anchor site. The patient was given fentanyl patch to decrease pain.

Event description:
A report was received that the patient was experiencing tenderness over the ipg site and left lower back over anchor site. The patient was given fentanyl patch to decrease pain.

Manufacturer narrative:
Device evaluation indicated that the lead passed the visual test performed. The complaint was not confirmed. Lead exhibited normal device characteristics.

Manufacturer narrative:
Additional information was received that the patient underwent lead replacement procedure due to lead fracture. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was experiencing tenderness over the ipg site and left lower back over anchor site and the battery was not holding a charge. The patient was given fentanyl patch to decrease pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.